Manufacturer narrative:
Product complaint #(B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Could you kindly perform and document the follow-up attempt for the product return please provide the source or name of person providing answers to follow-up questions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during an unknown surgery, the glass ampoule was broken and the doctor was injured. Another product was used to complete the case. There were no adverse consequences to the patient. The injury was minor, with no bleeding. The doctor showed no symptoms of infection or other adverse reactions. The procedure continued, and there was no impact on the patient. Further details are not provided. Additional information has been requested.